Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing bradycardia. The implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was given medication. The ICD remains in use. No further patient complications have been reported as a result of this event.